Event description:
It was reported that during a routine follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to have delivered inappropriate shock. It was also noted that noisy signals and high pacing thresholds were observed on the right atrial (ra) lead channel as well. The physician decided to perform a revision procedure. This crt-d and ra lead were explanted and replaced with a new device and lead. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. The device was retained by the hospital.

Event description:
It was reported that during a routine follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to have delivered inappropriate shock. It was also noted that noisy signals and high pacing thresholds were observed on the right atrial (ra) lead channel as well. The physician decided to perform a revision procedure. This crt-d and ra lead were explanted and replaced with a new device and lead. No additional adverse patient effects were reported.